Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low speed advisory, which led to a pump stop, while on the power module at home. A log file analysis found low speed advisory events on (B)(6) 2020 at 08:15. There was also noted a drive line disconnect event about 4 seconds after the low speed event. This all occurred on the power module and could indicate a short to shield issue with the drive line. The submitted x-rays did not show any obvious areas of shield breakdown. Patient was being advised on different options by the hospital and the patient on an ungrounded cable until a decision could be made.

Event description:
Additional information: there had been no additional alarms after the patient was placed on an ungrounded cable and the hospital would continue to monitor the patient. The patient was advised to immediately call an ambulance or come to the hospital in case of emergency.

Manufacturer narrative:
Sections b5, d4, h4: additional information. Manufacturer's investigation conclusion: a pump stop event was confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2020 at 05:18:48 to (B)(6) 2020 at 13:44:07, per the timestamp. A pump stop event with associated low speed/flow alarms was recorded on (B)(6) 2020 at 08:15:35 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this evaluation. The patient remains ongoing on hmii lvas and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and patient handbook contains information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.